Manufacturer narrative:
As it is unknown which device is directly implicated in this endoleak/growth event, the following device (same device family) will also be included in this report: catalog #tgu373715/ serial # (B)(6)/ UDI # (B)(4). H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak and aortic expansion (e.g., aneurysm). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2017, the patient underwent an endovascular procedure to treat an aneurysm utilizing conformable gore® tag® thoracic endoprostheses. The patient tolerated the procedure. It was reported that the aneurysm continued to grow (size unknown). The physician suspected that there was a type 1a or a type 3 endoleak; however, it was difficult to get visualization of it on the angiogram. There was a blush of contrast on the CT scan. On (B)(6) 2025, the patient underwent a reintervention procedure utilizing the conformable gore® tag® thoracic endoprosthesis in zone 3. The patient tolerated the procedure. The physician does not know what caused the reported event to occur.